Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the u/d lock lever broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for prong buckled, the remote control button(1) cracked, the bending rubber leak, the bending rubber leak, the bending rubber cut, the bending rubber cut, the insertion flexible tube (ift) twisted/buckled under and the root brace; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.